Manufacturer narrative:
Film review analysis: review of CT¿s from 6 years post-implant revealed that an aneurx stent graft system was implanted in the patient. The bifurcate was 3.5 cm below the renals. The aortic neck diameter just below the renals measured 26mm, 1cm lower was 32mm, and the infrarenal neck and aortic body were angulated 75deg a-p relative to the iliac limbs. The stent graft proximal od was 28mm. The ipsi limb was placed on the right side was extended into the distal right common iliac artery, and the contra limb was within the distal left common iliac. The max diameter aaa measured 5cm. No obvious proximal type I endoleak was seen; however, it is possible that the aaa sac may be pressurized via the proximal neck. Thrombus was seen within the bifurcate aortic body; no thrombus was seen within either limb or distal to the stent graft. No other stent graft issues were observed. The exact cause of the migration could not be determined from the images provided. The anatomy at implant and earlier post-implant films were not available for return and comparison. It appears likely that disease progression (neck dilatation and angulated neck) may have contributed to the migration. Images from the recent aortic cuff intervention to resolve the migration were not available for return.

Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Currently the aortic neck is 24 mm in diameter and it is 23 mm in length with 50 degree angulation. However, there was no evidence of any endoleaks. It was reported that the patient returned for routine six year follow-up and the aneurx stent graft has migrated or the aortic has remodeled as the stent graft is now 4 cm below the most inferior renal artery. The physician implanted an endurant 32x32x70 aortic cuff proximally to avoid future issues. The endurant aortic cuff was placed from the level of the renal arteries to just above the flow divider of the original aneurx stent graft. The aortic cuff was then ballooned with a reliant balloon and the final angiogram showed no evidence of endoleak. No additional clinical sequelae were reported and the patient is fine.